Event description:
A malfunction was reported on the customer's pump, which displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes appeared again.